Manufacturer narrative:
(B)(6) 2021: the reporter informed the company that the product has been discarded.

Event description:
Consumer via phone stated that a fire broke out at their home and the national forensic service concluded that the fire was caused by the oral-b electric toothbrush. No injury was reported.

Manufacturer narrative:
Product return was not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via phone stated that a fire broke out at their home and the national forensic service concluded that the fire was caused by the oral-b electric toothbrush. No injury was reported.